Event description:
Allegedly, patient was revised due to septic loosening. Component not revised : cotyle "anca fit?" Sans trous a/revet. Hap 60, ppr67360, lor r0798309.

Manufacturer narrative:
See investigation attached - attachment: [investigation.pdf].